Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including stent retention values. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The procedure was kissing stents at the iliac bifurcation in a highly tortuous and calcified iliac artery. After successfully stenting the right side, the physician advanced the sds to the left side, but decided to use an 8mm stent instead of the 7mm one he had in there. As he pulled back the sds to exchange it for an 8mm, it caught on the edge of the sheath and dislodged. The physician was able to snare the stent and get it back to the femoral access site. From there, a femoral cut-down was done to retrieve the stent. There was no report of an adverse sequelae to the pt.